Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during use (insertion), the customer notices that air is aspirated. Upon closer inspection, the user recognizes that the needle hub cracked." The patient had to be punctured again. It was reported the second attempt was done "in a blind puncture, initially the cannula was inserted into the artery". No malfunction of second device reported. The patient's condition was reported as critical due to a traffic accident. The patient was in intensive care and ventilated at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during use (insertion), the customer notices that air is aspirated. Upon closer inspection, the user recognizes that the needle hub cracked." The patient had to be punctured again. It was reported the second attempt was done "in a blind puncture, initially the cannula was I inserted into the artery". No malfunction of second device reported. The patient's condition was reported as critical due to a traffic accident. The patient was in intensive care and ventilated at the time of this report.